Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. It was reported that there was no patient injury or adverse event due to the condition. No additional information is available.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.